Event description:
Report rec'd of a tubing separation. It was reported that an unspecified plum pump set connected to the extension set was primed with normal saline, placed in the plumxl device, and connected to the pt's IV access catheter. Upon initiation of the infusion, the extension set tubing separated from the male adaptor at the solvent bond. This resulted in a leak of an unspecified volume of IV fluid. The extension set was replaced and therapy resumed. There were no reported adverse pt effects. Though requested, no add'l info was provided.